Event description:
There was no device malfunction associated with this case. The revision procedure was performed to improve implant positioning and address the patient's postoperative symptoms. The index procedure was performed on (B)(6) 2026. Following surgery, the implant on the right side was noted to be positioned slightly medial, and the patient experienced decreased mobility and weakness in the right arm. Although the patient's neck pain had resolved, the surgeon elected to remove the cage and implant a new cage in a more lateral position during the revision procedure on (B)(6) 2026. The revision procedure was completed successfully, and the surgeon reported that the patient is doing better following the revision.